Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 478 mg/dl for the past 14 days. The pt bolused through the infusion device and injected insulin via pen to lower blood glucose levels. His normal blood glucose level is 140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.